Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the memory error of host pc. The defective host pc was returned for failure analysis and was not able confirm the failure. Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The device was not in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc, and the system was returned to use in good working order. Philips has continued to investigate of this complaint.